Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was not used because it would not deploy and stuck out. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.